Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A consumer reported via the manufacturer's representative (rep) they thought a wire was loose because they had pain the implantable neurostimulator (ins) site along with a sore that wouldn't heal. The rep. Was scheduled to meet with the consumer on (B)(6) at 1:30 at the physician's office. After meeting with the consumer the rep. Reported the consumer saw the physician who stated the site of the ins was intact and not infected. The ins was currently overdischarged, but they were scheduled to have a spine surgery in (B)(6) so the physician and consumer decided to wait to charge the battery until after the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.